Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 56-year-old female patient presenting in post-cardiotomy cardiogenic shock (pccs) and low output syndrome (lcos), in scai stage e shock, on venous-arterial extracorporeal membrane oxygenation va (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: aortic valve repair. While the patient was in the intensive care unit (ICU), the purge pressure (pp) was blocked. Tissue plasminogen activator (tpa) was started. D5w was previously running in the purge. The patient was also treated for coagulopathy with k-centra and multiple transfusions, including cryoprecipitate, fresh frozen plasma (ffp), and platelets. Three days later, the nurse stated that the impella had been used as a vent with the ECMO. The device was transferred from an outside hospital, and there was a rupture in an artery, so the impella was explanted. No further information was provided. The post-procedure outcome is unknown. The impella functioned at p-2 and 2.1l/min as intended. The anticoagulation/purge requirements associated with impella and ECMO support increase the risk for coagulopathy and bleeding disorders.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the high purge pressure was due to biomaterial buildup based on data log analysis indicating a gradual increase in purge pressure over approximately 2.5 hours.